Manufacturer narrative:
The investigation for the reported aic disc/flag issues has been completed. The console was returned for evaluation. During testing, the flag was stuck and the dextrose buildup inside the retainer also saw the purge fluid deposit behind the purge system. Data logs were reviewed which confirmed that during patient support, the purge disc was removed, and the pressurized disc was immediately reinserted (this could have made the user have difficulty inserting the disc). Most likely, the pressurized disc could have punctured and leaked the purge fluid into the retainer, which might have stuck the flag. The console was turned on, and a different cassette was inserted. Within a minute, the cassette was removed and reinserted. Most likely, the stuck flag could have punctured the purge disc. Then, the console was shut down and restarted, and the same cassette was inserted and removed several times. Every time the disc was inserted, the console received "purge disc not detected ¿ alarm". This symptom likely aligns with the reported failure mode. The root cause of the leakage was most likely the punctured purge disc membrane caused by the immovable flag, which was caused by the purge fluid ingress. Added: d9 device return date, h6 component code 765 in accordance with updated procedures, sections d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿clean the connector cable with 70% isopropyl alcohol.¿ ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir."

Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the purge cassette had repeated leaks. In order to rectify the leaking, the automated impella controller (aic) had to be replaced. No patient harm was reported.